Manufacturer narrative:
(B)(4).. The report of high impedance was confirmed. Analysis of the returned lead found a kink on the lead body where all internal wires were broken. The fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
Additional information found analysis of the returned lead found a kink on the lead body where all internal wires were broken. The fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00813. It was reported the patient is not receiving effective therapy due to high impedances on one of the leads. Surgical intervention took place to explant and replace the lead to address the issue. Therapy was restored. Note: it is unknown which lead was explanted and replaced. As such, both leads are being reported.